Event description:
It was reported that the urine leaked from foley catheter but the leakage location was unclear. As per additional information via email from ibc on 03jul2023, even though checking the returned sample, representative could not visually confirm the leak location. An investigation for leak should be performed on both the catheter and the drain bag. As per investigator's notification received on 05dec2023, the temperature wire was protruding from the shaft, the balloon was mushroomed, sample port disconnecting from tubing and the scratches/abrasions found on the foley catheter as per investigator's notification received on 20dec2023, stated that the temperature wire on the catheter was protruding out from the shaft.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 opened urinary drainage bag attached to a 3-way temp sensing catheter. Visual inspection noted that the temperature wire on the catheter was protruding out from the shaft and the balloon was mushroomed. Further inspection noted that the sample port came loose from the tubing of the drainage bag very easily and would not lock back in place with the tubing. It appeared as if there was scratches or abrasions around the connection of the sample port connector and drainage bag tubing. Inflated balloon of the catheter with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Flushed the sample port and filled the drainage bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and there was a leak around the sample port connector. First photo sample shows overview of drain bag with tubing attached. Second photo sample zooms in on collection container and the sample port connector securely closed and seated. Third photo sample shows on top view of back of urine collection catheter. Fourth photo sample shows top overview of catheter. Fifth photo sample shows temperature wire thermistor protruding out. Based on physical sample received product does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Although an exact root cause could not be determined a potential root cause is inappropriate package design. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed" correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from foley catheter, but the leakage location was unclear. Per additional information via email from ibc on 03 july 2023, even though checking the returned sample, representative could not visually confirm the leak location. An investigation for leak should be performed on both the catheter and the drain bag.